Event description:
It was reported to manufacturer, by facility, health center, that they were transferring a resident when the bolt holding scale and cradle to the boom broke. Resident was over the bed at the time; no injury reported per facility. This device has been issued to have product returned for evaluation. In addition, the manufacturer of scale has been notified. This is being reported under malfunction, which could have resulted in serious injury or death as defined in 21 cfr part 803.3 / 803.5.